Event description:
I have used fixodent continuously since 1990. I noticed tingling and numbness in my feet which was diagnosed as neuropathy in 2008. This diagnosis is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: 1 - 2 daily, route: oral. Dates of use: 1990 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.